Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the hip/buttocks area between 36 and 48 hours, the site was red, sore, itchy, inflamed and swollen. The patient developed an allergy to the adhesive pad. The doctor office was visited multiple times and used creams (names unspecified) to treat the affected area.